Event description:
The hospital perfusionist reported that during the procedure the console displayed the alarm for "high inlet pressure" at the end of the induction dose. The perfusionist reported that full arrest of the heart had been achieved, but they would have continued use of the console for additional time had the alleged malfunction not occurred. It was reported that after attempts to resolve the issue, the perfusionist opted to discontinue use of the console and switch to manually injecting the kcl instead. The perfusionist confirmed there was no discernable delay in the procedure, and the procedure was successfully completed with no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Results - the left side panel of the console was removed and a washer and screw were found inside the bottom of the chassis. Those items had detached from the upper right corner of the pcsa board. It is unknown how that hardware became loose and detached. The console log data displayed the error codes, however the complaint could not be duplicated. It is possible the loose hardware was sitting on a connector or the pcsa board and caused the alleged complaint condition. When the loose hardware was reinstalled, the console was found to pass all operational tests as expected. Quest medical, inc has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc defers to the patient's physician regarding medical history.